Manufacturer narrative:
(B)(4). It was received for analysis a suture piece of product code vcp494g. During the visual inspection of the suture piece, not impression at the swage area and the ends damaged(cut) could be observed. In addition, the needle was not return, and we are unable to determine the assignable cause. The manufacturing records could not be reviewed as the batch number is unknown. Due to the condition of the suture and as the needle was not received, it could not be determined what may have caused the reported incident of: ¿needle separation".

Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown surgery on an unknown date and suture was used. The needle pulled off from the suture during surgery. There were no adverse consequences to the patient.